Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patent called to report seeing the power on reset (por) message on her programmer when sitting down to check her device after a long car ride and it said por. Patient said she was in the car for 300 miles and she began to have some pain "just above her thigh on her right side". Patient also said it felt like "a little stinging between her legs". Patient said the pain has since gone away. It was reviewed she was implanted in (B)(6) 2011 and that the por message may have been triggered by a low implant battery. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.